Manufacturer narrative:
An event of explant due to device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Information from field indicated that the physician mentioned the cause of device embolization was thought to be due to a combination of multiple unsuccessful non-abbott device attempts prior to amulet implant and the patient's challenging anatomy. However, the cause of the reported device embolization could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the device was explanted and a non-abbott clip was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 34mm amplatzer amulet was selected for implant using a 14f amplatzer torqvue delivery system following 3 failed non-abbott device attempts. Echocardiogram and transesophageal echocardiogram (tee) were utilized during procedure. The physician reported that the patient had a challenging anatomy. The amulet was too large and was removed without incident; there are no allegations of malfunction with the 34mm amulet. A new 31mm amplatzer amulet was then selected for implant using the same delivery sheath. During implant, the 31mm amulet was attempted to be retrieved back into the delivery sheath, however this was unsuccessful. The device was ultimately successfully implanted following a successful tension test. No rhythm changes were reported. Post-case, the tip of the delivery sheath was observed to have folded in/collapsed. On (B)(6) 2025, follow up echocardiogram was performed, which showed that the amulet had embolized and was located in the posterior leaflet of the mitral valve and was obstructing blood flow. The patient was sent to open heart surgery and underwent surgical explant of the amulet and a non-abbott clip was implanted. The cause of device embolization was thought to be due to a combination of multiple non-abbott attempts and the patient's challenging anatomy. The patient was reported to be in stable condition in the intensive care unit (ICU).